Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to use an alternate backup therapy with multiple daily injections and was provided with a replacement pump. Technical support confirmed the shipping address and informed the customer of the necessary steps to take upon receiving the replacement. The customer was also guided on placing the pump in storage mode and instructed to return the problematic pump within 10 days using a pre-paid label.